Event description:
It was reported that after surgery, the pt presented with a facial nerve paralysis condition which is still affecting him. The pt was seen for control on (B)(6) 2012 as he has no access to sound (the pt had not been seen since (B)(6) 2010 up to (B)(6) 2012) and 11 electrode channels showed hi impedance. The pt had an uncomfortable sensation during previous fitting sessions with two electrode channels, which were turned off.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.